Event description:
Pt with an artificial airway and mechanical ventilation. The respiratory technician was at the bedside and checking the ventilator and found the tidal volume to be set at 1000 but ventilator found to be reading 1600. No alarm sounded. Ventilator traded out with a different ventilator. Device usage problem: device failed (e.g. Broke, couldn't get it to work or stopped working).